Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the set screw remains in the patient no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. No revision is planned and manufacturer does not expect further information in this case. A general review of the manufacturing and inspection records did not reveal any contributing information/trends.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the set screws remain in the patient no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. If more information becomes available, manufacturer will file a follow-up report at that time. Device not yet returned.

Event description:
It was reported to k2m, inc. On (B)(4) 2015 that two set screws backed out intra-op. On (B)(6) 2015 it was determined that the incident occurred post-op. Revision surgery is expected to take place, no date has been confirmed.